Manufacturer narrative:
Service technician found the equipment in specification. A review of the demonstration documentation indicates no unusual incidents that would lead to a burn. The physician was contacted 8/2/2006 and commented that patient's skin looks better than ever. He was contacted again in may 2007, but did not return calls. The treating device is non-contacting device. Burns could be induced if the device was used improperly and the tip of the handpiece contacted the patient's skin during treatment. There is no indication the device contacted this patient. After a normal treatment, the patient's skin becomes brown then peals like a sun burn as part of the healing process. Additional information was developed in november 2005 to give patients before the procedure to inform them that skin regeneration may take 8 to 10 days and that mild to moderate erythema could persist 30 days for some treatments.

Event description:
Three patients were treated by a physician in 2005, to reduce facial wrinkles during a product demonstration. It was explained to the patients that there was downtime involved with the procedure and it would take 3-4 days to heal. Demonstration records state everything went "as expected." One patient claimed the next day that she had been "burned" by the procedure.